Event description:
The reporter stated that the surgeon was inserting a 23.0 diopter lens model cq2015 and the haptic tore in the cq cartridge-fp. The surgeon was able to remove & replace the lens without enlarging the incision. No patient injury. The reporter stated that the surgeon felt it was due to the cartridge.

Manufacturer narrative:
The cartridge was not for evaluation however, the lens was received and the evaluation shows a portion of the optic is torn off and missing and both haptic are torn off. There is clear surgical residue on the lens.